Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: model 693565 implantable tachy lead, implant date (B)(6) 2011; model 419688 implantable pacing lead, implant date (B)(6) 2011. (B)(4).

Event description:
It was reported that the device went to elective replacement indicator (eri) and the device lasted less than 4 years. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the device was returned, analyzed and no anomalies were found.